Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. The cause of death was suicide. The customer was wearing the insulin pump at the time of death. The customer's father declined to return the insulin pump to be analyzed. Nothing further was reported.